Event description:
Boston scientific received information that during device changeout, this right atrial (ra) lead was observed to be fractured and exhibited high, out of range pacing impedance measurement. This lead was surgically abandoned and capped. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.